Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 80x30. The customer states that the device was inflated inside the patient, the lead balloon ruptured, and as the device was being extracted, the wire also broke while still inserted in the patient. Dr (B)(6) was able to remove the balloon, and extract the device with no other intervention or secondary procedure required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.